Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, clamp tubing" alarm that could not be fixed. The patient powered off the pump. Clamped the line at the port and removed the cassette. Small air bubbles were present in the tubing on the cassette. The patient removed the bubbles, re-attached the cassette, unclamped the line at port and powered on the pump. No discrepancies were found on in the pump settings and label. The pump was started and the alarm persisted. The patient removed the cassette and found no air in the line. The pump was restarted again, but the alarm persisted. There was no patient injury.